Event description:
The ECMO(extracorporeal membrane oxygenation) specialist encountered significant difficulties troubleshooting the cardiohelp system and was attempting to re-establish flow. As a result, the patient became hemodynamically unstable and experienced a near cardiac arrest.